Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump received a low battery alert but she couldn't remove her battery cap. The patient's blood glucose at the time of incident was 422 mg/dl, which she treated with ten units of a manual insulin injection. Troubleshooting was initiated for battery cap removal and the customer was able to remove the battery cap with a large, flat-head screwdriver per helpline assistant's suggestion. The customer was advised to monitor the pump. No products were returned and two replacement battery caps were shipped to the customer.